Event description:
Customer reported, they are unable to view saved images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the dynamic image management board. System operates as intended.